Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that prior to opening sterile supplies for an or case, a piece of what looks like hair was found inside the package of a disposable item. The item was not opened.

Event description:
It was reported that prior to opening sterile supplies for an or case, a piece of what looks like hair was found inside the package of a disposable item. The item was not opened.

Manufacturer narrative:
Three attempts have been made to retrieve the device for evaluation, and it is yet to be received in-house. No further attempts to retrieve the device are required. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: piece of hair found inside packaging. Probable root cause: incorrect or inadequate packaging, severe shipping conditions, user error. The reported failure mode will be monitored for future reoccurrence.